Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unk pelvicol". Additional info from the importer report: (B)(6); (B)(4) 2012; pelvicol acellular collagen matrix; (B)(4); catalog #: unk; (B)(6).